Event description:
According to the patient, during a laparoscopic hysterectomy, the head of the device fell apart and into the patients cavity. A x-ray was performed in order to find the component into the patient's cavity. The surgical time extended 1 hour due the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device .the jaw assembly had disengaged from the end of shaft; the end of the shaft was damaged. Testing of jaw toggling and grasping could not be performed as jaws had disengaged from device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported event can occur when excessive force is applied to the jaws of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.